Manufacturer narrative:
Additional, corrected, and/or changed data: a5, a6, b5, h6, and h8.

Event description:
Additionally: hcp later reported they injected "300 u" of an unspecified treatment 2 days later. After another 2 days, hcp injected the patient with "75u" of an unspecified treatment. Symptoms resolved at an unknown time. This was the initial use of the syringe. The packaged needle was used.

Event description:
Healthcare professional reported injecting a patient in the cheeks with juvéderm® voluma® xc. Patient began to experience inflammation, tenderness, and redness, causing the left cheek to be "3x's its size". Patient was treated with 1cc of hylenex to the left cheek and prescribed a steroid dose pack. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.